Event description:
Determined to be reportable based on analysis approved in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The left anterior descending (lad) artery was predilated by 3.0x12mm maverick2. A 4.50x16mm taxus express2 drug eluting stent was unable to cross the lesion. The lesion was very tortuous and calcified. There were not pt complications or injuries reported. The pt status is listed as stable. Device analysis indicates stent damage.

Manufacturer narrative:
Visual examination of the stent revealed damage to the proximal end. Prod analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. The proximal stent struts were bent. The stent had also moved distally approx 6 mm. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The mfg records for this batch have been reviewed and no issues of discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. There is no evidence that the device was improperly mfg. Stent damage/movement of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The most probable root cause is the design constraints of the delivery device.